Event description:
Clinical trial. It was reported that 990 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a tvr (taget vessel reintervention ). The index procedure identified 12mm long target lesion located in the ramus with 90% stenosis and a 3.00 reference vessel diameter. Treatment consisted of pre-dilation and placement of a 3.0x16mm study stent, reducing the stenosis to 10%. The pt also had a non-target lesion in the distal lad (left anterior descending) treated with a commercial stent, reducing the stenosis to 10%. The pt was discharged the next day on protocol doses of asa and plavix. The pt presented to the study site 990 days following the index procedure with recurrent angina and a positive stress test. Coronary angiography revealed "the stent is widely patent with no luminal encroachment. Beyond this, in a fairly sharp turn exacerbated by the stent, there has been clear progression of disease and now a 70-80% stenosis is present" at the circumflex. The ramus was treated with a 3.0x16mm taxus stent which slightly overlapped the existing stent, reducing the stenosis to 0%. Post-procedure, the pt complained of low level chest pain and was given sublingual nitroglycerin which relieved his pain. One day following the procedure, the pt had a peak ck level of 389 u/l (uln=195 u/l), however this did not meet protocol definition of a myocardial infarction and the pt was discharged home. It was reported that the relationship of the tvr to the study stent, index procedure, and a prior co-morbid condition was "probably".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.